Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of middle of life 2 after less than 1 year. The calculation for longevity indicated 6.48 years with the programmed parameters.